Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet system disconnected from the ilet mobile app, after which connectivity was restored with guidance, and a blood glucose of 242 mg/dl with a downward trend was observed; cause of the hyperglycemia was unclear and no device damage was reported. Symptoms included hyperglycemia. Outcomes included monitoring of blood glucose with no hospitalization reported. Investigation included a review of the event details and troubleshooting that re-established device-to-app communication. Investigation of this case revealed successful reconnection of the ilet to the app with no confirmed device malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable due to insufficient evidence of device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.